Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via email of low blood glucose readings from the insulin pump. The customer woke up with blood glucose readings of 19 mg/dl and 50 mg/dl. The customer stated that she woke up the last three days with low readings. The customer was assisted with walking through the basal rates. The customer was assisted with setting the correct time. The customer declined to troubleshoot for low blood glucose readings.